Manufacturer narrative:
The product was received for evaluation. During evaluation, signs of use of the device were observed including blood on the device. The balloon of the catheter was observed to be ruptured. The exact cause of the balloon rupture could not be determined. The IFU provides the following warning regarding the possibility of balloon rupture when using this product: complications associated with the use of embolectomy catheters include, but are not limited to: systemic infection, local hematomas, intimal disruptions, arterial dissection, perforation and rupture, hemorrhage, arterial thrombosis, distal emboli of blood clots or arteriosclerotic plaque, air embolus, aneurysms, arterial spasms, arteriovenous fistula formations, and balloon rupture or tip separation with fragmentation and distal embolization. Balloon degradation and rupture may result from exposure to adverse environmental conditions, excessive handling, or deposits within the vessel. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot.

Event description:
It was initially reported that the product was removed from the package and during the pre-use check the catheter could not be used due to leakage from the balloon. However, inspection of the device performed on 19dec2022 determined that the returned product had been used and found the balloon to be ruptured. Due to the device inspection, this event was reassessed to be a reportable event.